Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
A sales rep called baxter corporate product surveillance to report a clearlink catheter extension set which leaked. According to the report, the extension set was connected to a PICC line catheter. The facility went to inject contrast at an unknown rate using a power injector when the leak was noticed. It appeared as though solution leaked out either between the catheter and the extension set or somewhere between the luer of the extension set and its luer. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.